Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: fusion with decompression noted l2 to s1 with pedicle screws in l2 and l3 then it spans l4 and l5. S1 screw on the right is noted to be fractured and subsequent revision has removed all metal except for the right s1 screw shaft. Construct lacks anterior column support which coupled with the spanned levels places it at high risk for failure.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5. It was reported that sometime post-op the patient underwent a surgical procedure to extend the construct to l2-s1. Approximately 4 months post-op it was found that the right side s1 screw was broken. The patient underwent a revision surgery to remove the broken screw. No additional patient complications were reported.